Event description:
It was reported that the insulin pump's display intermittently goes blank. It was also reported that the insulin pump alarmed battery out limit. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed battery out limit and the display was blank due to corrosion on the battery tube.